Event description:
It was reported that the patient was found expired on (B)(6) 2022 with the pump still running. The patient's cause of death was unknown. The pump was reportedly functioning as intended and the outcome was not thought to be device-related. The details leading up to the patient's outcome were reportedly unknown, but it was reported that the patient had been fine the night prior.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. (B)(4) was not explanted for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions or use (IFU), rev. C, is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.